Manufacturer narrative:
This information is based entirely on journal literature and the subsequent information obtained through follow up. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: a randomized study of remote monitoring and fluid monitoring for the management of patients with implanted cardiac arrhythmia devices. Europace. 2015;17(8):1276-1281. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implantable cardioverter defibrillator (ICD). Additional information was obtained through follow up which indicated that the cause of death for this patient was unknown. No further information was available.